Event description:
It was reported that this device was found to be exhibiting safety mode and was explanted and replaced to resolve the event. No additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.